Manufacturer narrative:
H6 - 4581: ac hemorrhage. Hyphema and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
(B)(6) the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced anterior chamber hemorrhage during surgery. The lens was implanted and removed intraoperatively. The problem was resolved. Cause of the event was reported as unknown.